Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps opening could not be identified and a definitive root cause of the observed issue could not be determined, however, due to an observed leak in the forceps channel, proper device reprocessing may not have been possible and residual fluid in the forceps opening remained. The event may be detected/prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported that it was unknown if the device was reprocessed prior to be returned for repair. The reprocessing steps completed during the cleaning, disinfection, and sterilization process were unknown. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that water tightness was lost due to a pinhole in channel tube; bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; ultrasonic transducer had corrosion; paint on air water cylinder was peeled; upward/downward angulation control knob could not be locked securely due to wear of forceps elevator lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the forceps channel of the ultrasound gastrovideoscope had an air leak. There was no patient or user harm reported. Inspection and testing found that there was residual fluid and foreign objects coming out from the forceps opening. This report is being submitted for the malfunction found during the device evaluation.